Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify adverse trends. Root cause: insufficient info. Source: phone.

Event description:
The customer reported 1 false positive sofia sars result. The customer communicated the result was confirmed negative by molecular (pcr testing).